Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient who had pump exchange on (B)(6) 2016, and developed a post-exchange pump pocket infection with positive blood cultures. CT scan revealed that air was present in the lvad surgical pocket. IV antibiotics were administered, and the patient will continue to be managed medically. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported pump pocket infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.